Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report that upon early sensor removal, due to sensor inaccuracy, sensor became detached from pod and was found protruding from skin. Patient proceeded to pull sensor out of her skin. She also noticed that sensor was kinked. Patient has agreed to send her cgm data for dexcom to investigate cgm values around the time of the hypoglycemic event. At the time of her call to dexcom technical support, patient reported that she was feeling well and was not complaining of any issues at the site of insertion or anywhere else.

Manufacturer narrative:
Dexcom, inc. And FDA agreed during a facility inspection that any possible broken sensor wire was a reportable event, even in the absence of any evidence of physical harm or necessity for intervention.